Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
On (B)(6) 2019, leica microsystems (schweiz) ag received a complaint from (B)(4) stating that rear pivot joint of a leica m320 parallelogram broke. The leica m320 parallelogram dropped down during a procedure (electrolysis at an esthetician's office). There was no injury reported.

Manufacturer narrative:
The identified root cause for the broken foot bearing of the leica m320 f12 is a mechanical misuse of the device by applying excessive force. The material investigation revealed that the foot bearing broke due to sudden overloading (ductile forced fractures). A design review revealed that the subassembly is designed with a safety factor of 6 related to its nominal load. A review of the complaint databank showed no (0) similar cases of broken foot bearings and no indications for a systemic issue. Therefore, it can be concluded that the malfunction occured due to sudden excessive force applied to the system and can be considered an isolated event. Note: the issue was resolved by replacement of the defective swing arm.